Event description:
It was reported that during a pfa procedure the farawave 31 mm - us was selected for use, scrub flushed the device, inserted the wire and when the flush was being hooked up to the port it was noticed that the port had broken off. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: upon device return and inspection, it was observed that the flush line connector was detached from the catheter.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us was selected for use, scrub flushed the device, inserted the wire and when the flush was being hooked up to the port it was noticed that the port had broken off. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.